Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol prefix plug device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014, the patient underwent surgery for implant of an unspecified bard/davol perfix plug. On (B)(6) 2015, the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the perfix plug. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol prefix plug device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 2 months post implant of perfix plug, patient was diagnosed with strangulation, hernia recurrence & mesh migration. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jan-2014) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014, the patient underwent surgery for implant of an unspecified bard/davol perfix plug. (B)(6) 2015, the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the perfix plug. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with implant of perfix plug & patch. Per operative notes, ¿dense adhesions were noted. A perfix plug & patch was placed within direct hernia defect using prolene sutures.¿ (B)(6) 2015 - patient was diagnosed with recurrent left inguinal hernia; encroachment and near strangulation of the spermatic cord thereby underwent open repair. Per operative notes, ¿severe inflammatory reaction was present. The previous perfix plug was migrated inferiorly. There also appeared to be near strangulation of the spermatic cord. Revealed two distinct hernias: one just superior to the tubercle and the other at the internal ring. Then a synthetic mesh was placed." Attorney alleged that the patient had mesh migration, pain, hernia recurrence and emotional injuries.